Manufacturer narrative:
A ge service rep performed an on site investigation. Initially the system could still be used by keeping the high-voltage cable in certain positions. The problem escalated to where the system would not display any image regardless of position and output would track to maximum. The high voltage cable was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It has been reported that the system 9800 would go blank when the c arm was placed in certain positions. Initial incident occurred while on pt. There was no adverse pt involvement. All reported pt info has been recorded above.